Manufacturer narrative:
A partial lead was returned in two pieces. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath noted at 16.2-16.4 cm and 17.7 cm-18.2 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. The silicone insulation was not breached in these regions. External insulation abrasion breaching the rv cable lumen at 28.5-28.9 cm from the distal end consistent with friction to another implanted device and feature of the patient anatomy. One etfe cable coating was noted to be abraded in this region.

Event description:
This report is to advise of an event observed during analysis.